Event description:
The user reported that the filter feet were crossed upon deployment. The dome formed below the renal vein, as designed, but when the doctor manipulated the feet it caused the filter to move down to the illac bifurcate. A second filter was placed through the antecubital approach. No further complications were reported.